Event description:
Event was reported to (B)(4) by an atty. The patient has suffered chronic pelvic and vaginal area pain, recurrence of urinary leakage, frequency w/urination, urgency to urinate, urinary retention, chronic diarrhea, bladder infections, and severe pain during intercourse. No further info has been provided.